Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure type: location of device/perforation (fallopian tube(s)),'), uterine cancer ('tumor / teratoma / cancer type: uterus') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. E24125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood clot in urine, irregular menstrual cycle and vaginal irritation. Essure confirmation test: (B)(6) 2007 result: unilateral occlusion (right tube occluded). That it was working properly. Concomitant products included aciclovir sodium (acyclovir abbott vial), lisinopril, metformin and propranolol hydrochloride (propanol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"), menorrhagia ("abnormalbleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches,increased headaches."), nervous system disorder ("neurological conditions or problems type: nerve end issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain ("right side pain"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and pain ("general pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine cancer, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, vaginal discharge, fatigue, uterine leiomyoma and pain outcome was unknown and the mood swings, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nervous system disorder, pain, pelvic pain, urinary tract infection, uterine cancer, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: result: unilateral occlusion (right tube occluded).; on (B)(6) 2017: successful occlusion of the right fallopian tube following essure placement. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received : following events were added: fibroids, excessive bleeding, general pain. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure type: location of device/perforation (fallopian tube(s)),") and uterine cancer ("tumor / teratoma / cancer type: uterus") in an adult female patient who had essure (batch no. E24125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood clot in urine, irregular menstrual cycle and vaginal irritation. Essure confirmation test: (B)(6) 2007. Result: unilateral occlusion (right tube occluded). That it was working properly. Concomitant products included aciclovir sodium (acyclovir abbott vial), lisinopril, metformin and propranolol hydrochloride (propanol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"), menorrhagia ("abnormalbleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neurological conditions or problems type: nerve end issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain ("right side pain"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine cancer, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, vaginal discharge and fatigue outcome was unknown and the mood swings, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, urinary tract infection, uterine cancer, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure type: location of device/perforation (fallopian tube(s)),") and uterine cancer ("tumor / teratoma / cancer type: uterus") in an adult female patient who had essure (batch no. E24125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood clot in urine, irregular menstrual cycle and vaginal irritation. Essure confirmation test: (B)(6) 2007. Result: unilateral occlusion (right tube occluded). That it was working properly. Concomitant products included aciclovir sodium (acyclovir abbott vial), lisinopril, metformin and propranolol hydrochloride (propanol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neurological conditions or problems type: nerve end issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain ("right side pain"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine cancer, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, vaginal discharge and fatigue outcome was unknown and the mood swings, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, urinary tract infection, uterine cancer, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.